Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. It was found that the device powered up on dc power, however if the device was bumped, the device would flicker (intermittently lose power). The depressed battery pins did not allow for dc operation. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had damaged battery pins in the skilled nursery facility. It was also reported there was no patient injury.